Event description:
It was reported that when using the bd pyxis¿ anesthesia station es timeout had been set to 4 hours, but users had been timed out well before that interval. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the timeout was set to four hours, but the user timed out before that. The technical support specialist (tss) dialed into the station and reviewed logs, no errors found, and user logout issue not linked to system faults. Tss also verified the data base, confirmed the size at 3 giga bytes and not bloating. Tss then ran the scan now and dism commands on both the stations and repaired the corrupted files to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.